Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system has a history of infections. Per the infectious disease specialist, the s-ICD and electrode were explanted due to a 3rd infection with an implanted device system. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.